Event description:
It was reported the lead was explanted and replaced the day after implant due to apparent fracture. The lv tip impedance was greater than 2500 ohms and rv tip impedance with analyzer was 3500 ohms. No patient complications were reported as a result of this event. A 3500a was received and reports that the rv lead was fractured. Abnormal lead impedances involving the rv coil were also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fracture (overstress); full lead analyzed the rv conductor is fractured at the proximal cross groove. It has the appearance of being damaged when pulled back and caught on an introducer/catheter. Other text : it was reported the lead was explanted and replaced the day after implant due to apparent fracture. The lv tip impedance was greater than 2500 ohms and rv tip impedance with analyzer was 3500 ohms. No patient complications were reported as a result of this event. A 3500a was received and reports that the rv lead was fractured. Abnormal lead impedances involving the rv coil were also noted. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination: component/subassembly failure. Lead conductor operational context contributed to event, impedance, high, lead(s), fracture of.